Event description:
Consumer reported vaporizer run during night and shut off at 7:20am. Consumer reported pt lifted head from vaporizer at 10:00am and received burn from inhalant dripping from reservoir.